Manufacturer narrative:
H6: investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula and a bent patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text: see h10.

Event description:
It was reported that at least one pen ndl 32g 4mm was unable to deliver medication. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, after attaching the pen needle to the pen, drug didn't come out. The patient has experienced this issue several times.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one pen ndl 32g 4mm was unable to deliver medication. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, after attaching the pen needle to the pen, drug didn't come out. The patient has experienced this issue several times.